Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: the reported femoral component was not returned however a photograph was provided. The photograph shows the superior aspect of a recently explanted device. Part of the inferior surface can be seen and cement is evident on this part. The device is otherwise unremarkable. Medical records received and evaluation: medical review of the records provided concluded suboptimal cementation technique of both femoral and tibial component has contributed to a weak implant-bone interface where additional baseplate malposition in excessive posterior tibial slope contributes to an overload condition in the arthroplasty resulting in early loosening of the femur requiring revision. The tibial baseplate shows signs of incipient loosening but was retained at revision surgery in malposition which may potentially introduce future problems in the arthroplasty. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: medical review of the records provided concluded suboptimal cementation technique of both femoral and tibial component has contributed to a weak implant-bone interface where additional baseplate malposition in excessive posterior tibial slope contributes to an overload condition in the arthroplasty resulting in early loosening of the femur requiring revision. The tibial baseplate shows signs of incipient loosening but was retained at revision surgery in malposition which may potentially introduce future problems in the arthroplasty. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had a right knee revision due to aseptic loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a right knee revision due to aseptic loosening.